Event description:
Jn 2007, the patient had an endotine ribbon procedure performed on the neck. The next month, the patient returned for a follow-up visit and the right side of the neck appeared to have lost cosmetic benefit. The physician resutured the device into place under local anesthesia. During the following week, the right side fell again. The physician determined that the devices should be removed.

Manufacturer narrative:
Physician is sending the subject device to coapt for evaluation. As soon as the investigation is complete, a follow-up MDR will be submitted.